Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient got up to get something from the refrigerator. While returning, he suddenly passed out and became incoherent. After regaining consciousness a few moments later, he called his parents for assistance. His mother and father administered glucagon nasal spray to address for the suspected hypoglycemia. They were unable to recall the cgm reading on the display device and, but reported that no alert was triggered at the time of the event. A fingerstick reading was not performed, as they were focused on administering medication. Following treatment, the patient reported feeling fine, and no hospital visit was deemed necessary. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.